Manufacturer narrative:
This report is being filed to relay additional information.

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4).

Event description:
Patient who underwent a hip arthroplasty experienced an allergic reaction. No further information has been provided.